Manufacturer narrative:
Eval summary: fracture of the locking ring may be a result of (but not limited to): excessive force or severe angle of insertion and/or removal of the provisional head, removal of the locking ring at any time during usage/cleaning, material becoming brittle due to cleaning/autoclave process, improper usage, and/or device fatigue due to usage overtime. A definitive root cause cannot be determined with the info provided. Eval : as returned, the locking ring has broken on the provisional. The provisional had a potential field age of approximately 12 years at the time of return. The device was dimensionally analyzed and found to be within specification where measured. The manufacturing records were reviewed and found to be conforming indicating that it was manufactured, inspected, and packaged to specification.

Event description:
It is reported that while removing the provisional, the inner ring fractured.